Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 213 mg/dl. Reportedly, customer confirmed pump display turned on when plugged into a power source and resumed insulin delivery.